Event description:
Related manufacturer reference number: 2017865-2024-01384. It was reported that episodes of crosstalk and a loss of low-voltage (lv) pacing was observed on the device on a non-pacemaker dependent patient. The device was reprogrammed. Following the reprogramming, episodes of noise resulting in oversensing and varying impedance were observed on the right ventricular (rv) lead. Rv lead damage was suspected, but was unable to be confirmed. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.